Event description:
It was reported via the patient that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown time point, a device related thrombus was present. No further information is available at this time. It was further reported that following this event the patient was on a drug regimen of 5mg of eliquis.

Manufacturer narrative:
Date of event - the event date was not reported so the aware date was used as an estimate.

Event description:
It was reported via the patient that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown time point, a device related thrombus was present. No further information is available at this time.